Manufacturer narrative:
This part is sold as a pack of 4 products which bear the same part number and is not approved for use in the united states; however the constituent products with catalog # 6430530, 510k #k143375 and UDI #(B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent oblique lumbar interbody fusion (olif) surgery at l4-5 levels. During surgery, the set screw at l5 idled at the final tightening. The product came in contact with patient. There was a delay of less than 60 minutes as a result of this event. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and visual examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample bone screw head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the bone screw head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.